Event description:
It was reported to medtronic neurosurgery that the drip chamber tubing disconnected after one day of use.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. No impact to the patient was reported.